Event description:
Caller states that during a proficiency test, the coaguchek s system produced the following results: 8.0 inr with a mean of 4.8 inr. 5.4 inr with a mean of 3.1 inr. 6.5 inr with a mean of 4.87 inr. No adverse event reported. Requested return of suspect system and replacement was sent.